Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery test fail alarm occurred in the insulin pump. Customer's blood glucose level was unknown but was normal and didn't require medical treatment. Insulin pump will not be returned for analysis.